Manufacturer narrative:
Medtronic received the following information from a journal article entitled;a fatal association of covid-19 and acute complicated type-b aortic dissection: interventional management in a difficult situation jariwala j, kamble r, sridhar kale s, chandra mishra k, pandurang jadhav k ihj cardiovascular case reports (cvcr) 5 (2021) 94e97 https://doi.org/10.1016/j.ihjccr.2021.05.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with a 3 day history of fever, cough and dyspnea. A CT scan was performed with showed multiple ground glass appearance with corads-5 and a significant aortic dissection with true and false lumens seen originating from the thoracic aorta 15mm below the origin of the left subclavian artery and extending up to the origin of the coeliac trunk from the early part of the abdominal aorta. The patient was transferred to ICU with a diagnosis of a covid-19 pneumonia and type-b aortic dissection. The patient was intubated and received multiple treatments for the covid-19 infection and their condition subsequently improved. On day 5, the patient developed mild backache and hypotension and false lumen leakage was suspected, so the patient was transferred for a tevar procedure. During the procedure, a valiant captivia stent graft was deployed with some struts protruding into the origin of subclavian artery. The delivery system was removed and an aortogram was performed. The stent graft sealed the origin of aortic dissection and not the exit point of dissection. The exit point showed retrograde filling from the aorta therefore it was sealed with coils and glue. After the successful procedure the patient was transferred to ICU for monitoring and stabilization. After 24 hours, patient was conscious, oriented and was able to move all four limbs. A large collection of haemothorax was drained using intercostal drainage. The patient was continued on inotropes and ventilator support. The patient went into cardiac arrest 36 hours later and did not respond to resuscitation. It was reported that a possible explanation for the cardiac arrest could be simultaneous infection by covid-19 might have triggered asystole (non-shockable rhythm) leading to cardiac arrest and subsequent failure to resuscitate successfully.

Manufacturer narrative:
Additional information received: as per the physician the cause of death was not related to the valiant graft and was related due to other comorbidities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.